Event description:
This lead was explanted the same day it was implanted, due to dislodgement. Instead of replacing this lead, the physician chose to plug the lv port. There were no adverse pt effects reported.